Event description:
Pt reported that her ins "flipped" on it's side, was pushing against her sutures, and was protruding outwards. Pt had leads replaced on (B) (6). No additional info at this time.

Manufacturer narrative:
(B) (4).